Manufacturer narrative:
Evaluation codes: updated. Two (2) photos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation was being conducted, had not been received by the manufacturer. Photo one shows a packaging label for a cadd administration set of part number 21-7359-24 and lot 4390603; the device is not visible in this photo. Photo two shows a notebook log with the label "pump malfunctioning" the log showed entries from may to july 2023 for multiple pump numbers; on the column "(ml) in bag" the numbers range from 0 to 14ml. The reported failure mode, delivery accuracy, could not be confirmed from the photos. No product was received to conduct functional tests. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken because the mitigations on place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information: (B)(6). B3: day unknown.

Event description:
It was reported that under-delivery occurred during use of the device. Per reporter the customer indicated that it was assured the tubing was placed so that it would not kink in the pouch the patient used. It is unknown if there were any adverse effects.